Manufacturer narrative:
The customer reported that towards the end of this procedure, during positioning of the pt's leg, the pump (used with this tubing set) alarmed and indicated the pressure was too high and the pump shut itself down. The user reported that about 3-4 liters of fluid went into the pt's tissue. The procedure was completed with this pump. Investigation findings: the tubing set was received for evaluation and the reported problem was unable to be confirmed. During extensive testing of this tubing set, it performed to specifications. Furthermore the apex universal irrigation console used during this event was extensively tested and met performance specifications.

Event description:
It was reported that following use of this tubing set in a right knee arthroscopy, an extravasation to the pt's right thigh/calf was observed. It was reported that the pt was discharged home that same day without further medical or surgical intervention.